Manufacturer narrative:
Reagent 1 alinity c-series reagent probe (list number 04s49-01) was calibrated by the customer which resolved the issue. The module function was verified with a control/precision run. The service history for alinity c, serial number (B)(6) verifies no subsequent issues have been reported related to discrepant patient results after the current issue was identified. Labeling was reviewed. It adequately addresses operational precautions and limitations; component replacement; and troubleshooting for erratic results. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Based on the investigation, no systemic issue or deficiency of the alinity c, serial number (B)(6) or the alinity c-series reagent probe were identified.

Event description:
The customer observed falsely elevated chloride (cl), sodium (na), and total bilirubin (tbili2) results generated on the alinity c processing module for patient samples. The customer is unable to provide the age and gender of the patients. The following data was provided: (B)(6) 2026 sample ID (B)(6): cl initial result = 127.9 mmol/l, repeat result = 107 mmol/l na initial result = 169 mmol/l, repeat result = 138 mmol/l (customer¿s reference range 135-145 mmol/l). Sample ID (B)(6) cl initial result = 143.3 mmol/l, repeat result = 108 mmol/l, na initial result = 193.3 mmol/l, repeat result = 145 mmol/l, tbili2 initial result = 9.82 umol/l, repeat result = 6.0 umol/l (customer¿s reference range for patients >14 days old is <21 umol/l). Sample ID (B)(6): na initial result = 169.4 mmol/l, repeat result = 141 mmol/l. Tbili2 initial result = 3.48 umol/l, repeat result = <5.0 umol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride (cl), sodium (na), and total bilirubin (tbili2) results generated on the alinity c processing module for patient samples. The customer is unable to provide the age and gender of the patients. The following data was provided: (B)(6) 2026 sample ID (B)(6): cl initial result = 127.9 mmol/l, repeat result = 107 mmol/l na initial result = 169 mmol/l, repeat result = 138 mmol/l (customer¿s reference range 135-145 mmol/l). Sample ID (B)(6) cl initial result = 143.3 mmol/l, repeat result = 108 mmol/l. Na initial result = 193.3 mmol/l, repeat result = 145 mmol/l. Tbili2 initial result = 9.82 umol/l, repeat result = 6.0 umol/l (customer¿s reference range for patients >14 days old is <21 umol/l). Sample ID (B)(6) na initial result = 169.4 mmol/l, repeat result = 141 mmol/l. Tbili2 initial result = 3.48 umol/l, repeat result = <5.0 umol/l. No impact to patient management was reported.